Event description:
It was reported by the patient's spouse that the patient had been found dead in his bathroom and she feels his death may have been caused by the "defective device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 130 mg/dl and 290 mg/dl. No actions taken based on device results. No adverse event reported. Customer also had a hypoglycemic event that required treatment. Customer states that he obtained a reading of 201 mg/dl, and took 60 units of novolog, instead of 60 units of lantus, prior to going to bed. Customer stated that he picked up the wrong vial of insulin, which caused his hypoglycemic event. At 2:00 a.m., the customer's wife found him "speaking in tongues and rambling." The wife gave the customer orange juice, and he felt better in about an hour. During the event, the customer's wife obtained the following several readings within 26 minutes on the aviva system. These readings were obtained after the customer was treated with orange juice: 37 mg/dl, 37 mg/dl, 36 mg/dl, 70 mg/dl, 44 mg/dl, 48 mg/dl, 47 mg/dl, 214 mg/dl, and 114 mg/dl requested return of suspect device and replacement was sent.